Manufacturer narrative:
The device was not returned to tenex. A follow-up report will be filed if any additional information becomes available.

Event description:
Following a procedure with the tenex health tx system, blisters were reported on the patient's skin near the treatment site. The doctor thought they were burns caused by contact with part of the microtip during the procedure.